Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Rep called to inquire about product specifications and reported a revision. The patient was going to have a pocket revision on the day of the report. Ins was going to be moved from buttock to the abdomen. The caller did not have any other details about the reason for the revision. Caller was caller was going to the case today and may get additional information. The caller stated that she saw the appointment on her schedule and found out about the revision a couple of days ago or yesterday. Later, additional information was received from the rep. It was reported that the rep became aware of the revision on (B)(6) . The cause of the pocket revision was that patient lost weight and the battery was causing discomfort. There were no device issues or other symptoms associated with the event. The revision was successful and the issue was resolved. Patient weight was unknown. Hcp's contact information was provided and the information was confirmed with the hcp. The event date was unknown. No further complications were reported/anticipated.